Event description:
Hospital overseas reported experiencing air bubbles when using the fluid delivery set/check valve assembly packaged within their convenience kit. There was no pt incident or injury. No sample was retained.